Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient with the rate set to sixty beats per minute but a separate monitor was showing pacing spikes at a rate of eighty beats per minute. The facility¿s biomedical engineer later tested it and the epg passed all tests. The epg was returned to service. No patient complications have been reported as a result of this event.